Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an rash under the back two therapy electrodes. The patient's doctor prescribed clotrimazole and betamethasone fungal cream for the irritation. It was also reported that the patient was taking an oral antibiotic. After using the cream and taking the antibiotic, the patient reported that the irritation improved.